Manufacturer narrative:
Additional information reveals that a save all to disk was completed and the data was reviewed by engineering. The data confirmed that there were no resets or faults recorded in the device on (B)(6) 2010. The device appears to be functioning normally.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The reported clinical observation was unable to be reproduced during laboratory analysis.

Event description:
This report is being submitted to provide laboratory analysis results.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) underwent arthroscopic shoulder surgery. It was unknown if a magnet was placed during the surgery. It was reported by the anesthesia stated the patient skipped a beat and that there was asystole exhibited for approximately 2 minutes. Chest compressions were performed. The device was checked the next day and there were no episodes or fault codes noted. All lead measurements were within normal limits. The field representative tried to recreate noise with isometrics and pocket manipulation; however, no noise was produced. It was suggest that a save all to memory disk be performed and sent in for engineering analysis.